Event description:
Patient presented with challenging neck anatomy; in 2009, had successful implant of a 28-16-140bl bifurcated device, one 34-34-80l proximal extension, one 34-34-100rl proximal extension and a 20-25-65t limb extension. Follow up revealed a proximal and distal type I endoleak. Eight months later, the patient was treated with an additional 34-34-80l proximal extension and 20-20-55l limb extension with good results.

Manufacturer narrative:
Additional device information: model no. 34-34-80l, lot no. W08-1567r-021, expiration date: 08/01/11. Model no. 34-34-100rl, lot no. W08-2284-001, expiration date: 11/01/11. Review of lot records/work orders, prior reports. No issues were noted. Patient presented with challenging anatomy; unknown if patient met criteria for indications for use. Operational context contributed to event